Event description:
It was reported that the wire separated and remained in the patient's body. The 75 to 90% stenosed, 2.0 to 2.5 mm vessel diameter and 30 to 40mm in lesion length target lesion was located in the moderately tortuous and severely calcified proximal to distal left circumflex artery. A rotawire drive was selected for use. During the procedure, the wire separated approximately 2cm from the tip. After performing multiple ablations on the left circumflex proximal to distal using a 1.5 mm rotapro, the burr was removed with dynaglide and the rotawire fragment remained in the peripheral circumflex of the coronary artery. The wire was initially inserted deeply into the periphery; therefore, its tip might have been trapped during ablation or during dynaglide, causing the wire spring section to stretch and separate. As the separated wire was in a small peripheral vessel and could not be confirmed with neither ivus nor angiography, it was left in place. The burr and wire have been recovered as a single unit, and the procedure was completed with a different device. There were no further patient complications reported, and the patient is in good condition.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The guidewire body showed multiple kinks/bends, which were measured from distal to proximal. Kinks were identified at the following distances, 33.5 inches, 40.5 inches, 48.0 inches, and 75.5 inches. Microscopic inspection could not be completed because the spring tip was detached and was not returned for analysis. The total length of the guidewire was measured to confirm whether it met the specified requirements. The specification was 130.0, above or below 1.0 inches, with an upper limit of 131.0 inches and a lower limit of 129.0 inches. The returned guidewire measured 129.5 inches, which falls within the acceptable range. This indicates the overall length met specification, despite the spring tip being detached and not available for evaluation.

Event description:
It was reported that the wire detached and was not retrieved. The 75-90% stenosed and 30 - 40mm long target lesion was located in the moderately tortuous and severely calcified left circumflex, with a diameter of 2.00 - 2.5 mm. A 1.50mm rotapro and rotawire drive were selected for use. After 4 ablations at 180,000 rpm for 10 seconds each, the wire separated approximately 2 cm from the tip. Per the physician, the wire was inserted deep into the periphery and might have become trapped. Rotational load applied to the trapped wire from the burr could have caused the spring section to stretch and separate. During attempted removal of the burr in dynaglide mode, the wire exhibited erratic movements outside of the body. The burr and wire were ultimately recovered as a single unit. The detached segment remained in the body, and no additional treatment was performed to recover it as the fragment was located in a small peripheral vessel and could not be confirmed with intravascular ultrasound or angiography. The procedure was completed and the patient was in good condition.